Event description:
On (B)(6) 2006, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In (B)(6) 2011 (exact date unk), a computed tomography angiogram revealed an unspecified endoleak and distal aneurysm progression. Aneurysm growth was noted but the amount of growth is unk. On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component and an iliac extender component to treat the endoleak and disease progression. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please not additional devices implanted and related to this event: (B)(4).